Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon was having some issues with hand control. The intuitive surgical, inc. (Isi) clinical sales representative (csr) called in after the conversion of the procedure to report the issue and stated they used two endoscopes and were getting a camera at the rotational limit. The customer had reseated the sterile adapter and rotated the endoscope away from the hard stop, but the issue remained. An isi technical support engineer (tse) reviewed the logs but found no related issues. The surgeon elected to convert to laparoscopic surgery without troubleshooting. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the clinical sales representative (csr) and the customer, and they stated that the issue has been resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.